Manufacturer narrative:
F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address (B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of event: uknown f7 type of report: initial f8 date of this report: jan-2020 f9 approximate age of device: 13 years f10 event problem codes: n/a f11 report sent to FDA: n/a f12 location where event occurred: hospital f13 report sent to manufacturer: yes f14 manufacturer name and address MFR. Name: medtronic, plc address: 8200 coral sea street ne city: mounds view state: mn zip: 55112. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing on the right ventricular (rv) lead. The lead was reported to have fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.